Manufacturer narrative:
The reagent lot number was 927950. The expiration date was not provided. The field service engineer found that the gear pump pressure was too low and the sample probe was misadjusted. He adjusted the gear pump pressure and adjusted the sample probe. He performed precision testing and hardware checks. The investigation was unable to determine a root cause. The issue appeared to be resolved after the service actions.

Event description:
There was an allegation of questionable urea/bun results for qc and patient samples from the cobas 8000 cobas c 502 module. Sample 1 initial result was 13 mg/dl, and the repeat result was 17 mg/dl sample 2 initial result was 13 mg/dl, and the repeat result was 19 mg/dl. The repeat results were believed to be correct.